Manufacturer narrative:
(B)(4). Batch # n56r4n. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was a received loaded with staples, with the washer uncut and with the knife exposed. The staples were noted to be protruding; this condition is consistent with the device being partially activated. In addition, the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify how the "stapler did not work"? Did the device close on tissue? Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? Were there any patient consequences?

Event description:
It was reported that during an unknown procedure, the stapler did not work during tumor resection. There were no patient consequences reported.